Event description:
Same case as #6000093-2005-01325. It was reported, by a pt's spouse, that post a coronary drug eluting stenting treatment procedure, a rash developed. The pt rec'd a taxus express2 3.0x8mm drug eluting stent and a taxus express2 2.75x12mm drug eluting stent in 10/2005. About seventeen days post procedure the pt began to experience a "rash on his body, hands and soles of feet. His palms itch and the itching gets worse with movement and temperature change, especially when taking a bath". The pt has been in contact with his physician's office. He was instructed to discontinue his plavix and was started on ticlid about 4 weeks ago. If there were no changes, he was instructed to contact the physician's office. No further pt complications have been reported.

Event description:
It was further reported by the physician that the symptoms the pt experienced were not related to the taxus stent. Therefore, this s a non-reportable event.